Manufacturer narrative:
(B)(4). A hot axios delivery system was received for analysis; the stent was not returned. The delivery system was received in its original position. Visual examination of the returned device found the outer sheath kinked in two sections. The inner sheath was detached and was not returned. No other issues with the delivery system were noted. The reported event of stent first flange difficult to position and device entrapment of device or device component could not be confirmed because these failures occurred during the procedure and they are not possible to replicate in the laboratory of analysis. The reported event of inner sheath detached was confirmed; the inner sheath was detached and was not returned. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed trangastric to the jejunum during an endoscopic ultrasound (eus) guided gastrojejunostomy procedure. The IFU states, "the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. " the hot axios stent is not indicated to be placed transgastric to jejunum. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the incorrect use of the device could have caused the physician to experience some difficulty positioning the stent first flange which resulted in friction between the outer sheath and the scope, limited the performance of the device and contributed to the entrapment of the device, outer sheath kinked and inner sheath detached. Therefore, a review and analysis of all available information indicated the most probable cause is cause traced to intentional off-label, unapproved, or contraindicated use. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transgastric to the jejunal loop during an endoscopic ultrasound (eus) guided gastrojejunostomy procedure performed on (B)(6) 2021. During the procedure, the first flange was attempted to be deployed; however, the first flange did not deploy. The first flange started to release when the device was retracted into the stomach. The physician attempted to remove the device from the patient but the first flange got trapped in the working channel and could not be retracted. The inner sheath detached from the handle and got stuck in the scope together with the partially deployed stent. The device was exchanged and the procedure was completed using a different sized axios. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the axios stent was to be implanted transgastric to the jejunal loop. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transgastric to the jejunum.